Manufacturer narrative:
(B)(4).

Manufacturer narrative:
External insulation abrasion was noted at 16.8-17.2cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise and low sensing.

Event description:
It was reported that lead noise and low sensing was observed. The lead was explanted. The patient condition was good.